Manufacturer narrative:
(B)(6)

Event description:
A report of a suspected allergic or hypersensitivity reaction to the optiflux 180nre dialyzer has been received from a hemodialysis user facility. Reportedly, for this event, a patient had symptoms of itching and a rash and received a dose of 25 mg diphenhydramine intravenously for this event. In speaking with the facility, it was learned this patient had these symptoms since the start of dialysis date of (B)(6)2004, which was never reported to fmc na. However, the itching has become worse. They have looked at any possible reasons that could have caused the itching such as medicine changes, increasing dialysis time, etc and have exhausted all possible causes. This nurse thought that possibly the patient is allergic to the membrane so, they changed the dialyzer to a different manufacturer brand of dialyzer and there was no improvement and the itching persisted. The patient has since been placed back on this dialyzer. Currently this patient is reported as being emaciated having lost 7 lbs recently. They will try a different dialysate even questioned if the patient has an allergy or sensitivity to urea. There is no sample and the lot is unknown. Of note: the reporting rn reported that the patient has been to an allergist and was receiving shots which did not help. The patient is reported as being non-compliant. The patient may have a possible scabies infestation.